Event description:
It was reported that an external fluid leak was observed from the access line pressure pod of a prismaflex m150 set during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a leak from the access post pump pressure pod. The lines of the set are provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the set defect was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.